Manufacturer narrative:
Based on information gathered during the investigation, it was identified that the customer pulled the manual release handle without supporting the cot. The user facility also stated that they were unsure of the serial number of the device as an incident number was not created, and they were unable to provide any further information.

Event description:
It was reported that there was a sudden drop with a patient on the device. No adverse consequences or clinically relevant delay in treatment reported.

Event description:
It was reported that there was a sudden drop with a patient on the device. No adverse consequences or clinically relevant delay in treatment reported. The device is currently pending evaluation and the model and serial number have not yet been provided.